Manufacturer narrative:
Concomitant medical product: 2400l ipg implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use the right ventricular (rv) lead exhibited progressive rising, and high thresholds. The rv lead was capped, remains in the patient, and a different lead was implanted. No patient complications have been reported as a result of this event. The patient is a participant in the product surveillance registry clinical study.